Manufacturer narrative:
During the investigation of the meter, a display check was passed and the display works properly. The device has been disassembled and its electronic compartment has been visually inspected. No root cause or any other evidence for missing segments were found. The issue could not be reproduced during the investigation. The customer material meets specification.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the meter's display segments were flickering. A display test was performed and segments were missing in the results field of the display.